Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that pt reports overstimulation in certain positions and she cannot get her handheld to work. Pt has had the device turned off at the office. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). It was reported that the patient had received several handhelds and components from patient services. She brought the wrong one to the appointment. Since then, she has gotten her components functioning normally and the system is working fine for her. The cause of the overstimulation in certain position is due to "anatomy obviously" per the rep. The broken handheld which she had previously gone to patient services about. The rep reset programming parameters and the issue was resolved.